Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error and unexpected restart alarm. The customer¿s blood glucose was 148 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after exposure to moisture followed by an unexpected restart alarm. Customer was unable to clear the alarm. Troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed unexpected restart error and device passed self test. No unexpected restart error anomalies noted. No moisture damage found on the electronics, keypad, motor, battery tube and vibrator assembly noted.